Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc1110020. Model: sc-1110-02. Serial: (B)(6). Batch: 15544476.

Event description:
It was reported that the patient underwent a replacement procedure due to patient device was no longer holding a charge and reached end of life. The patient was doing well postoperatively, and no device will be returned. They were disposed. It was reported that the patients ipg would no longer holds a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.